Event description:
It was reported there was a change in therapy effect. The patient was implanted in (B)(6) and was increased from a concentration of 500mcg/ml up to 2000mcg/ml. The patient was on stable pump therapy when the patient experienced several episodes of severe symptoms suggestive of withdrawal "rigidity with elevated ck, severe 10/10 pain, irritability, itching, flushing." In (B)(6), all of a sudden the patient's spasticity returned again and onset of spasms. A nuclear med scan was done and results were normal. The dye study and roller study "checked out ok" but the healthcare provider (hcp) decided to "start over" and replace everything. It was noted that "multiple pump refills performed to eliminate possibility of drug-specific reaction, to no avail." A replacement surgery was done on (B)(6) 2014. It was noted that the records did show a 50mcg bolus of 500mcg/ml concentration was given but the date in which it had occurred was unknown. (It was noted that the patient had been switched back to a 500mcg/ml concentration at some point). It was unknown what tests had been done to rule out non-system problems but the hcp did a lot of studies. It was later reported that the cause of the event was undetermined. There were no issues/difficulties with the replacement. The patient recovered without permanent impairment. The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.